Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to syncope. Programming changes were made to the implantable cardioverter defibrillator (ICD) and it remains in use. No patient complications have been reported as a result of this event.